Manufacturer narrative:
Investigation: one photo sample was received for evaluation by our quality engineer. Through visual inspection, a leakage between the stopper ribs was observed. The stopper was properly assembled to the plunger and no damage could be identified that could have contributed to this issue. A device history review was performed for the reported lot 1807247, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1807247 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the syringe 50ml ll experienced leakage during use. The following information was provided by the initial reporter: drug leaking where is the leakage coming from? Which part of the syringe? From the stopper. Was any damage happened to on the syringe? No. Were there air bubble associated with the leakage? No. Was there an exposure to blood or medicines? Some medicine exposure on the desk. If exposure to drug, what was the route of exposure? Who was exposed? No,the pharmacist wasn¿t exposed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced leakage during use. The following information was provided by the initial reporter: drug leaking. Where is the leakage coming from? Which part of the syringe? From the stopper was any damage happened to on the syringe? No. Were there air bubble associated with the leakage? No. Was there an exposure to blood or medicines? Some medicine exposure on the desk. If exposure to drug, what was the route of exposure? Who was exposed? No,the pharmacist wasn¿t exposed.